Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). This rv lead was subsequently capped and surgically abandoned, with it replaced by a new device. No additional adverse patient effects were reported.